Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that caused urine not to drain into the urine meter and needed them to break the seal of foley and replace with a new drain bag and urine meter. Bottom the tubing of urine it is blocked completely and looks like the plastic tubing was not bored at the end. They could not keep bag as it was full of urine and in an isolation room.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned three-photo sample noted one opened (without original packaging), used urine meter drainage bag. Visual inspection of the three-photo sample noted that the urine was unable to flow into the meter. A labeling review could not be performed since no material number was provided. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that caused urine not to drain into the urine meter and needed them to break the seal of foley and replace with a new drain bag and urine meter. Bottom the tubing of urine it is blocked completely and looks like the plastic tubing was not bored at the end. They could not keep bag as it was full of urine and in an isolation room.